Manufacturer narrative:
The harmonic ace curved shears assembly has not yet been returned to intuitive surgical, inc. (Isi) for investigation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported since the harmonic ace curved shears fell inside the patient during a da vinci procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci gastric bypass surgical procedure, the teflon jaws of the harmonic ace curved shears insert broke and fell inside the patient. The fragments were retrieved during the surgical procedure. No patient harm was reported. The instrument was discarded.